Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Pt stopped taking lovenox on (B)(6) 2010. Caller reports using 25 g lancets, wiping 1st drop, and milking finger.

Manufacturer narrative:
Investigation pending.